Event description:
From staff: patient presented to outpatient gastroenterology office for a percutaneous endoscopic gastrostomy (peg) tube removal. Upon attempt of removal, the internal bumper failed to come out with the peg. Provider ordered a stat x ray of the abdomen. Provider discussed with the radiologist and confirmed the peg tube bumper is in the stomach, 2.9 cm foreign body in the stomach lumen. From gastroenterologist's office note: removal of the peg tube was attempted in the office. Traction technique was used. The internal bumper failed to come out with the feeding tube. Stat x-ray of the abdomen, lateral and ap was ordered. Discussion with radiologist revealed the peg tube bumper is in the stomach, 2.9 cm for in body in the stomach lumen. Patient has been transported to endoscopy department for foreign body removal with esophagogastroduodenoscopy (egd) today. Patient also verbalized understanding of current medical situation and the need to have an egd today for removal of the internal bumper. Patient was transported to the endoscopy department for foreign body removal with egd. Patient refused removal of foreign body as well as admission stay and was discharged home.